Event description:
It was reported by dealer that bottom brush cap from left motor was broken off out of box. Dealer advised box was not damaged. Dealer advised took a brush cap off another motor he had in shop. Dealer advised motor is making a loud brush noise. Dealer advised sound speeds up as the wheel speeds up. Dealer could not provide any further information.